Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
The user facility report a blood leak occurred at the beginning of treatment. The blood loss was approx 100cc. No medical intervention was required. The facility manager did not wish to identify pt further. Sample discarded.